Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was on august 24th the patient fell hard on their back out of a chair that gave way and they fell down on their back. The patient had a spinal stimulator implanted in their back in the area in which they fell. Patient said they felt like one end of the ins was right below the skin and one corner was deeper than the other for the ins felt lopsided. Patient felt a vibration in their abdomen that was intermittent for it would stop and start and stop. Pt notified their manufacturing representative who said it would be impossible that the leads migrated and would be causing the unexpected stimulation, agent did not cancel out the possibility. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Pt knew they would need surgery due to the ins battery being lopsided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of their fall was they sat down on a stool when the back seat to the bar stool gave way and they fell. They report the way they landed they think the implant got loose. They state the implant was not the way it was implanted prior to that incident. Patient stated they were hurting pretty badly and went to the ER twice once while they were there for a week in panama city and once when they were back home since they were having some issues that were very concerning to them regarding their bowel and urinary tract. They report they went to see their pain healthcare provider (hcp) after they got back and had a cervical fusion after the fall. Patient noted their hcp made a new pocket for the implant. Patient stated they had 3 surgeries: burning nerve endings, new pocket for the stimulator, cervical fusion from fall. They report the issue was resolved.